Manufacturer narrative:
H2) additional troubleshooting was performed. It was reported that the manufacturer representative (rep) removed some images while on site and it was believed to have resolved the issue. H3, h6) the system was serviced in the field. In summary, no faults were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system became unresponsive while setting up for a procedure. The manufacturer representative (rep) was attempting to load images at the time. The rep performed a hard shutdown which temporarily resolved the issue. The system became unresponsive again on the images tab multiple times prior to the case. The rep shut down the system and swapped out for another navigation system for the procedure. During troubleshooting, after removing the system from storage, after the procedure, the rep reported the issue occurred again. During the issue occurrence, the rep had hit the "help" icon on the screen and immediately attempted to close it. A hard reboot was performed. The rep reported 1,036 patients were stored on the system. There was no patient involvement.

Manufacturer narrative:
H3) the software team reviewed the case details. According to the case description, the site faced unresponsive issues with the system. As per the case comments provided on 9/11/2024, the manufacturer representative removed some images while on site and this has resolved the issue. Suspecting the memory issue might have caused the reported behavior. To confirm the same logs were needed. However, as per the information provided on 25-apr-2025, logs were not available as the solid state drive (ssd) had been replaced. Without logs, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.